Event description:
Customer reported a chemotherapy infusion started in 2008 at 18:25 pm with vtbi 2500 ml to infuse over 23.5 hrs at a rate of 106.38 mls/hr. The next day at 14:45 pm, nurse noted the bag was almost empty, so decreased rate to 3 ml/hr. The infusion ended 2.5 hrs early. Device requested and not received at this time. If device received and upon completion of investigation, a follow up report will be sent.

Manufacturer narrative:
Patient information requested and all available information is included.